Event description:
Patient reports: "I found some lumps underneath my arm pit on the left side and had to have surgery to remove four lumps and had them tested and it was found that the lumps were migrated silicone. My lymph nodes had collected the silicone. One day, the left implant was around three cup sizes bigger than the right so I returned to the hospital who confirmed the rupture. I still have a lump on the top of the left breast around the size of a small marble. I had to have an ultrasound and mammogram to rule out breast cancer. The findings were left axillary lymphadenopathy with several large enlarged lymph nodes under each arm. I have had CT scans, MRI scans on my brain, stomach and pelvic region, us scans, tilt table tests, vestibular tests, neurological tests, mammograms, amongst many others. The following is a list of the symptoms which I currently suffer with on a daily basis: chronic fatigue/low energy, cognitive dysfunction (brain fog, can't think straight or concentrate, memory loss), headaches, sore and aching joints of shoulders, hips and ankles and muscle pain, pain in nipples and around breasts, sharp feeling pains in chest and around heart, hair loss, recurring infections, swollen lymph nodes and glands, an itchy rash all over my torso, back, breasts and left upper arm, ibs symptoms (wobbly tummy, constipation, bloating, inflammation etc) various neurological symptoms, dry skin, dizziness, poor sleep, low libido, throat clearing/ cough/choking, vertigo, persistent stomach inflammation (recurring h pylori bacteria) sudden anaphylaxis with no trigger determined severe anxiety. Stress pains in my hands and fingers. Pains in my legs. Pains in my right hip and lower back. Pains in my left arm, rupture side heart palpitations, swollen and tender lymph nodes under arm, throat and groin area, depression, frequent urination numbness in ankles, arms and hands,excessively cold hands and feet and raynauds phenomenon shortness of breath, pain around implant and burning sensation, panic attacks, stiff and painful neck symptoms of fibromyalgia symptoms of ebv, tonsilitis at least once a year, permanent bags under my eyes, blurred vision rosacea dull aching pain coming from the top of my chest down into the area around my heart. Sharp pains coming from my shoulders down into my fingers, permanently drained and chronically fatigued, I cannot do very much without having to stop and sit down. My head is very unsteady every single day, some days are worse where I cannot do a thing. It is totally debilitating. I cannot be anywhere where it is busy/there are too many people or where there are bright lights or be on my feet for too long as I pass out. I get really bad anxiety, especially when I am out in public at a social events and often have panic attacks where I can't feel myself breathing etc. I cannot read or be on a computer for more than 15 mins as my head goes bad again and everything is moving. I struggle to go for walks, concentrate on playing with them for long, go out to certain places, I can't go on rides etc. I struggle as a passenger in the back of the car, can't exercise for too long. I have had to have testing on my stomach as I have had lots of ibs/inflammation problems. I had to have an endoscopy and a colonoscopy as well as a capsule endoscopy. I have had a couple of hospital stays where I have been admitted for testing. I have seen so many doctors with countless symptoms but all tests have come back as 'inconclusive' or 'no further action'. I have auto immune diseases which are indicative of some underlying problems. I was diagnosed with cfs/me, clinical anxiety and suspected lupus. The specialist has advised that my symptoms are almost certainly an autoimmune response to the silicone which has leaked in my body and made me seriously ill. This has caused me many complications. I had capsular contracture in both sides ¿ device was explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, silicone migration, rupture and lymphadenopathy.

Event description:
Patient reports: "I found some lumps underneath my arm pit on the left side and had to have surgery to remove four lumps and had them tested and it was found that the lumps were migrated silicone. My lymph nodes had collected the silicone. One day, the left implant was around three cup sizes bigger than the right so I returned to the hospital who confirmed the rupture. I still have a lump on the top of the left breast around the size of a small marble. I had to have an ultrasound and mammogram to rule out breast cancer. The findings were left axillary lymphadenopathy with several large enlarged lymph nodes under each arm. I have had CT scans,MRI scans on my brain, stomach and pelvic region, us scans, tilt table tests, vestibular tests, neurological tests, mammograms, amongst many others. The following is a list of the symptoms which I currently suffer with on a daily basis: chronic fatigue/low energy, cognitive dysfunction (brain fog, can't think straight or concentrate, memory loss), headaches, sore and aching joints of shoulders, hips and ankles and muscle pain, pain in nipples and around breasts, sharp feeling pains in chest and around heart, hair loss, recurring infections, swollen lymph nodes and glands, an itchy rash all over my torso, back, breasts and left upper arm, ibs symptoms (wobbly tummy, constipation, bloating, inflammation etc) various neurological symptoms, dry skin, dizziness, poor sleep, low libido, throat clearing/ cough/choking, vertigo, persistent stomach inflammation (recurring h pylori bacteria) sudden anaphylaxis with no trigger determined severe anxiety. Stress pains in my hands and fingers. Pains in my legs. Pains in my right hip and lower back. Pains in my left arm, rupture side heart palpitations, swollen and tender lymph nodes under arm, throat and groin area, depression, frequent urination numbness in ankles, arms and hands,excessively cold hands and feet and raynauds phenomenon shortness of breath, pain around implant and burning sensation, panic attacks, stiff and painful neck symptoms of fibromyalgia symptoms of ebv, tonsilitis at least once a year, permanent bags under my eyes, blurred vision rosacea dull aching pain coming from the top of my chest down into the area around my heart. Sharp pains coming from my shoulders down into my fingers, permanently drained and chronically fatigued, I cannot do very much without having to stop and sit down. My head is very unsteady every single day, some days are worse where I cannot do a thing. It is totally debilitating. I cannot be anywhere where it is busy/there are too many people or where there are bright lights or be on my feet for too long as I pass out. I get really bad anxiety, especially when I am out in public at a social events and often have panic attacks where I can't feel myself breathing etc. I cannot read or be on a computer for more than 15 mins as my head goes bad again and everything is moving. I struggle to go for walks, concentrate on playing with them for long, go out to certain places, I can't go on rides etc. I struggle as a passenger in the back of the car, can't exercise for too long. I have had to have testing on my stomach as I have had lots of ibs/inflammation problems. I had to have an endoscopy and a colonoscopy as well as a capsule endoscopy. I have had a couple of hospital stays where I have been admitted for testing. I have seen so many doctors with countless symptoms but all tests have come back as 'inconclusive' or 'no further action'. I have auto immune diseases which are indicative of some underlying problems. I was diagnosed with cfs/me, clinical anxiety and suspected lupus. The specialist has advised that my symptoms are almost certainly an autoimmune response to the silicone which has leaked in my body and made me seriously ill. This has caused me many complications. I had capsular contracture in both sides ¿ device was explanted. This record is for the left side.

Event description:
The events of ¿an itchy rash all over my torso, back, breasts and left upper arm¿, ¿sudden anaphylaxis with no trigger determined severe anxiety which affects my life", ¿recurring infections¿, ¿dizziness¿, ¿vertigo¿, ¿numbness in ankles, arms and hands¿, ¿shortness of breath¿, ¿heart palpitations¿, ¿suspected lupus¿, and ¿auto immune diseases¿ are not device related.